Manufacturer narrative:
The initial MDR 2247117-2019-00095 was filed on 30-oct-2019. Additional information (11-dec-2019): siemens headquarters support center (hsc) reviewed the instrument files provided by the customer. Hsc could not identify a reagent and/or sample level sense issues for the sample ID provided upon review of the instrument files. The review of the "errorlog" did not find mechanical issues with the instrument. Hsc made troubleshooting recommendations to the field service engineer (fse). The fse performed the decontamination of the substrate line, replaced the substrate reservoir, replaced the sample probe and the carbon dioxide (co2) scrubber. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required. Sections h6 and h10 were updated to reflect the additional information MDR 2247117-2019-00082-s1, MDR 2247117-2019-00083-s1, MDR 2247117-2019-00084-s1, and MDR 2247117-2019-00085-s1 were filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Siemens headquarters support center (hsc) is reviewing the provided results, the instrument files, and the error logs. The cause for the discordant hcg sample results is unknown. Siemens is investigating the issue. MDR 2247117-2019-00082, MDR 2247117-2019-00083, MDR 2247117-2019-00084, and MDR 2247117-2019-00085 were filed for the same event.

Event description:
One discordant, falsely elevated human chorionic gonadotropin (hcg) results was obtained on immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The repeat result using the same instrument was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.